Event description:
It was reported by service report that the jack on the unit has malfunctioned. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.